Event description:
It was observed that during the device evaluation, the rigid video laparoscope had dents at the distal end, a critical cut on the light guide (lg) cable, reflection at the center of the image, and minor stains under the cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for minor stains under cover glass the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.